Event description:
The customer reported that an erroneously low accutni result within the normal reference range was generated on an access 2 immunoassay system for one patient sample (patient one). Repeat testing of the sample on a second instrument produced higher results within the risk stratification range. There were no instrument generated flags associated with the initial result. The initial, erroneous result was reported outside the laboratory and it is unknown as to whether there was any patient impact, including modification to patient treatment, as a result of this event. The system event log indicated that "sample counts errors" occurred as the initial test result was being processed. Other patient samples that had been ran before and after the "sample counts errors" event had occurred were repeated and those patients' repeated within the normal reference range.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Service was not dispatched for this event as customer technical service was able to resolve the issue for the customer during routine trouble shooting. A substrate bottle fittings were found to be loose and the customer tightened the fittings. A subsequent system check confirmed instrument functionality. While routine troubleshooting resolved the hardware related issue, a definitive root cause for this event has not been determined to date.